Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported the consumer had been having problems since (B)(6) of 2017 so they met with the manufacturer¿s representative (rep) for reprograming to address these problems. During that time the rep. Programmed the consumer to hd settings resulting in them having to recharge more often and it is taking four to five hours a day to charge the implant. It was noted at some point it took six hours to charge the implant with the recharger. No further complications were anticipated. Additional information was received from the consumer via a manufacturer representative noting that starting in (B)(6) 2017 the patient was switched to hd programming. Since then, they had to charge 6+ hours which was reported to be different than before. The reported difficulty charging was clarified to be that charging was taking too long. It was unknown if the patient¿s coupling boxes changed or not. No patient symptoms were reported. No further complications were reported. Additional information was received from the manufacture representative (rep) on (B)(6) 2017 indicating that they only spoke to the patient on the phone. No further complications were reported/are anticipated. Additional information was received from a consumer. It was reported that the patient's last battery was shot because it was at a very high rate for about 6 years and it started taking long to charge. Patient stated she went through a metal detector at airport and they think thatmight have affected the charging life. Patient had battery replaced yesterday and is pain free. Patient wanted to call to share how great the rep, (B)(6), has been and how fabulous the manufacturer is. Date of revision was reported to be on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-02. The patient stated that they are now the proud owner of a brand new internal battery. The patient could not clarify if the number of coupling bars achieved is the same as before or not because they do not know what coupling bars are. No further complications were reported/are anticipated.